Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 she had something to eat or drink as treatment. The patient denied test on another device. During the time of troubleshooting, the alleged issue was not resolved. Replacement products were sent to the patient and products were requested back for return. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because, the alleged issue remained unresolved with troubleshooting done by the cca.